Event description:
Pt received a reading of 98 mg/dl at 6pm. Around 9pm they received a reading of 288 mg/dl. Pt woke in the night not feeling well and received a reading of 359 mg/dl. Pt then went to the hospital where they received a result of 59 mg/dl. They were given something to eat and drink and received a reading of 210 mg/dl. A review of the system was conducted over the phone showing that the meter was functioning as intended. The customer no longer trusts the meter so it was replaced. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.